Event description:
It was reported that the fiber cap detached inside the pt at 58,695 joules during prostate vaporization. The cap was flushed out of the pt with saline. The procedure was completed with a second fiber. The pt outcome was reported as "fine".